Manufacturer narrative:
The leads were discarded. Without the return of the lead for analysis, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists potential risks including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and "the patient may require surgery (including revision, explant, and replacement)". Lead migration would likely cause the undesired changes in stimulation the patient experienced. However, the cause of the lead migration remains unknown.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported changes in stimulation. Troubleshooting included attempts to reprogram and obtaining imaging of the lead placement. Imaging confirmed a lead migration. A lead replacement was completed. Therapy was restored.